Event description:
A malfunction on a pump was reported by the customer, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump successfully. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact technical support again if any issues reoccur.